Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that in october 2025, the patient had a catheter implanted. The patient was subsequently discharged. On (B)(6) 2026, while receiving intravenous therapy, fluid leaked from the puncture site during the priming of the catheter. Concerned about the risk of fluid leakage, the catheter was removed. Upon examination, a fracture in the catheter was discovered. No further information provided.